Event description:
Our affiliate is reporting that a pt underwent some sort of procedure sometime in the autumn of 2007. Some time post operatively, the pt experienced some significant (degree unk) inflammation (we assume at the wound site). The facility does not have any idea as to which, if any, of the various instruments, devices, ancillary items or possibly user technique issues may have precipitated the reported pt reaction. The facility, in its investigation of the issue to try and discern the root cause for the inflammation, has notified mitek that one of our devices was among the devices used in the procedure. The pt is taking legal action, the complaint device is in the possession of the user facility, the extent of and treatment of the problem has not been articulated to mitek. Questions for further detail and clarity have been posed.

Manufacturer narrative:
This reported adverse event is at this point in time under investigation.